Event description:
It was reported that the patient was undergoing right shoulder surgery. Surgeon was using a quattro link sp knotless anchor and the tip of the device broke off in patient. Surgeon was able to retrieve the broken pieces of the device and the surgery was completed. No harm to patient was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: complaint was notified to us by mw5155580, MDR report key: (B)(4). Customer has indicated that the product can be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b2; b3; b5; b7, h1; h2; h3. The investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a right rotator cuff repair. While placing the anchor, the tip fractured off and went into the joint. The titanium tip and most of the pmma was extracted but approximately a 1mm piece was left in the synovium, deep in the pouch. The procedure was completed without further complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: while placing the anchor, the tip broke off and went into the joint. The titanium tip and most of the pmma was extracted but approximately a 1mm piece was left in the synovium, deep in the pouch. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.